Event description:
The company received information that suggested that the device broke at the 'ball joint' after 8 days in pt use. The customer reported that the pt was re-intubated and that there was no pt harm nor serious injury. The customer will return a sample for evaluation.